Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock lead impedance measurement at 150 ohms. It was noted the patient was in the hospital at the time of the out-of-range measurement. Currently, the shock lead measurement and six-month trend is stable at 89 ohms. Technical services (ts) was consulted to review the lead history and advised the one out-of-range measurement could be attributed to the environmental factors such as hospital equipment. Ts provided troubleshooting and suggested an in-clinic or remote check. Additional information received advised the patient will be followed per home monitoring and in-clinic routine follow-ups. At this time, the rv lead and the non-boston scientific device remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.